Event description:
It was reported that 2 bd secondary administration sets are disconnecting, resulting in leakage. The following information was provided by the initial reporter: we have found multiple tubing like this, one of which dislodged during pt infusion and resulted in a chemo spill.

Manufacturer narrative:
Date of event: unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-oct-2022. H6: investigation summary a photo and a physical drip chamber were returned by the customer. The customer complaint of drip chamber separation was verified from the photo and the alone drip chamber, rest of the tubing was not returned. The root cause was found to be insufficient solvent applied during assembly process. This issue has been occurring for this material and plant, and the manufacturing is working to mitigate the risk of the issue. Device history record review for model 10014881 lot number 22039413 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd secondary administration sets are disconnecting resulting in leakage. The following information was provided by the initial reporter: we have found multiple tubing like this, one of which dislodged during pt infusion and resulted in a chemo spill.